Manufacturer narrative:
The service territory manager (stm) was able to verify the alleged malfunction. The stm replaced the scroll compressor. The tidal disk was also replaced at its 4 year interval. The cardiosave was calibrated and passed all functional and safety tests per factory specifications. The cardiosave was returned to the company sales representative for use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
During testing by the company sales representative the cardiosave intra aortic balloon pump (iabp) alarmed power up test fails code #14. No patient was involved and no adverse event was reported.